Manufacturer narrative:
Block b3: exact date unknown, event occurred in february 2022

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and high impedance readings were discovered on the lead. Additionally, imaging that was taken confirmed that the lead had migrated. Reprogramming did not resolve the inadequate stimulation. Therefore, the patient underwent a lead revision procedure during which the lead was explanted and two new leads were implanted. The patient was doing well postoperatively. The explanted lead will not be returned as it was discarded by the medical facility.